Manufacturer narrative:
Corrected data: h10: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot number not provided.

Event description:
It was reported that there was continuous infusion. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.